Event description:
Subsequent to the initially filed report, the following information was received: a suture break occurred when the plunger was removed. Excessive force was applied during device removal attempt from the anatomy and a guide break occurred due to the resistance encountered. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported suture detachment was confirmed. The reported guide detachment was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2017 clarifier- excessive forceh6: medical device problem codes 1562, 1069, 2017 added.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 16f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after deploying the suture and retracting the foot (step 4), the proglide device could not be removed. The suture was cut and the proglide device was removed. The sutures of four proglide devices were successfully pre-placed. The sheath remained 16f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.